Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was because the controller was "acting up". Pt explained the controller was causing the implantable neurostimulator (ins) to do "some very not nice things". Pt reported the controller was causing the ins to shock the pt's nether regions "all over". Pt stated she went to turn the ins off, but the pt's settings were "not registering". Pt stated they were eventually able to turn group a off, so their body could calm down, before turning the ins back on. Pt reported that every so often, the controller will not recognize the groups. Pt explained that when they went to try change to group b and c, the controller was not registering (pt clarified and meant the no device found screen was appearing). Pt stated that they called the healthcare provider (hcp) and met w/ the manufacturer representative (rep) at the hcp's office, but was told to call the manufacturer to replace the controller. Reviewed no device found and expectations w/ the controller. Pt reported when they switch to another group (b or c) they will get settings not available, which patient services (pss) reviewed. Pt re ported the controller has been dropped and they are on their 4th screen protector (pt did not clarify any device damage). Pt stated the hcp/rep want the pt to replace the controller. Pt noted the ins is stopped the pain that they have. Pss asked, and the pt stated they were not seeing any other screens appear on the controller, and were able to successfully navigate through the controller screens while on the phone w/ pss. Reviewed expectations w/ getting a controller replacement. The issue was not resolved.